Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site. It was found that no fluoro was possible. The logs showed a generator error 25 when pressing the x-ray button. The x-ray batteries were found to be down. The x-ray batteries were replaced. The battery and charger voltages were measured following replacement, and all testing passed. A full imaging system check-out was completed and the system was returned to service. The batteries that were replaced are not expected to be returned since they were discarded by the site. No further issues were reported.

Event description:
A site representative reported that the imaging system was unable to take any x-rays. An error 25 was displayed on the system, which pertains to a battery failure in battery powered generators. This was discovered outside of any patient involvement. No additional details were provided.